Manufacturer narrative:
Manufacturer¿s analysis could not confirm the customer comment that the device would temporarily freeze during boot-up; the hard drive as replaced as a preventive measure, and the software was reloaded. The device passed final functional and system tests. No other anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would temporarily freeze during boot-up, and would return to boot-up when attempting to interrogate. The programmer has been returned for repair. No patient complications have been reported as a result of this event.